Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of capture. A n x-ray revealed a lead fracture in the area of the first rib/clavicle.